Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user experienced sensor inaccuracy which led to early sensor removal.

Manufacturer narrative:
On (B)(6) 2025, the user informed senseonics that the cgm showed results that were different from glucometer measurements. Based on the escalation analysis a sensor replacement was approved due to system performance, and an RMA was issued for further investigation. A visual inspection of the returned sensor showed no anomalies. Functional testing showed chemical degradation indicative of oxidation of the glucose sensing component in the sensor hydrogel. The most degraded channels were appropriated de-weighted at the timeframe of the reported issue. Optical instability was also observed, and this likely contributed to the observed discrepancies. This instability could not be reproduced during in-house testing, and this may occur in some instances where a failure mode present in the body is not replicated in the lab. The root cause for the observed optical instability could not be determined, but may potentially be related to patient-specific physiological or environmental conditions around the hydrogel in-vivo affecting sensor performance.